Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump was damaged. The screen on the device was cracked and the device was not responding. The customer reverted to back up plan. Customer's mother agreed to return the device for analysis.